Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed that the pump battery depleted from 40% to 15% within one day. The customer¿s blood glucose level was 451 (mg/dl) at the time of the event. Reportedly the customer would continue to use the pump for insulin therapy. In addition, the customer miscalculated, and delivered too much insulin due to user error. The customer's blood glucose (bg) level was 72 (mg/dl). A granola bar was consumed. A recommendation was made for the customer to discuss bg levels with a healthcare provider.